Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported paramedics and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been seen by the paramedics with hyperglycemia. The patient's blood glucose levels reached 485 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include feeling sick, light headed, sweating, nauseous and vomiting. The patient was treated with 6 units of insulin with her manual injection so the paramedic just told her to drink lots of water. It was also reported that the cannula was bent and was unsure it properly inserted into the skin. The patient was released the same day. The pod was not worn when seeking medical attention.